Event description:
This rv lead was implanted on (B)(6) 2011 and was capped on (B)(6) 2018. In a product experience report received on (B)(6) 2018 the patient was brought to the hospital and was admitted due to a syncopal episode. Loss of capture with 10 seconds of asystole was noted on the right ventricular channel. If was also noted that for 6-8 weeks there were spikes in rv impedance between 1100 to 1300 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).